Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) that the cs300 intra-aortic balloon pump (iabp) was intermittently not sensing the pressure signal. There was no patient involvement, thus no adverse event reported.

Manufacturer narrative:
The fse evaluated the iabp using a new front end pcb, however the issue persisted. The fse continued evaluation of the iabp and discovered loose contacts in the cable assembly, bp input to front end board. To resolve the issue the fse rearranged the cable assembly and performed all functional and safety tests which passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical service. The full name of the initial reporter named in block e1 is (B)(6). He is a getinge employee with different contact details from that of the event site which are as follows: (B)(6).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was intermittently not sensing pressure signal. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.